Event description:
Reporter indicated via clinical notes received to the manufacturer that a vns patient had experienced a "small cardiac event" which the patient reported was a myocardial infarction. The patient has also been having intermittent episodes of chest pressure lasting one to ten minutes which have occurred five times in the last six months. The patient has not seen a cardiologist. The patient's vns generator was reported to be at end of service. Attempts for further information are in progress.

Event description:
Reporter indicated that the myocardial infarction and chest pressure are unrelated to the vns, and it was never confirmed that a myocardial infarction ever occurred.